Event description:
#Medwatcher #(B)(4). Connectivity muscle, pelvic pain, migraines urological menes brain fog, depression, anxiety pain "relapse" of multiple sclerosis. Was put on numerous medication. Heat stoke, migraines vomiting, hypersensitivity numbness rashes muscle weakness insomnia psych ward due to major chronic depression also bone degenerative disease. I still don't have full use of my faculties.

Event description:
Additional information received on 09/22/2016 for report #mw5063159 from reporter. The reporter stated as I get better my memory is returning. After the implant I had abdominal pain, cramping, my flexibility and movement was decreased, sweating profusely to the point that I needed to use ice packs, audiovisual disturbances. Ninety five percent of the device has been removed but I still have a fragment in me. I would sleep for 20 hours a day, was fatigued all the time, had sores, rashes, and pain in my chest. I was being followed for my ms and my regular heartrate (hr) is 99-102 resting. During surgery in (B)(6) my hr went to 72. My hr is starting to increase again because of inflammation building in my chest.

Event description:
#Medwatcher #(B)(4). Connectivity muscle, pelvic pain, migraines urological menes brain fog, depression, anxiety pain "relapse" of multiple sclerosis. Was put on numerous medication. Heat stoke, migraines vomiting, hypersensitivity numbness rashes muscle weakness insomnia psych ward due to major chronic depression also bone degenerative disease. I still don't have full use of my faculties.